Manufacturer narrative:
E1: reporting institution phone (B)(6). Reporter phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that once the ventilator was turned on, the low tidal volume may cause repeated inhalation of co2, and the tidal volume was not displayed. The manufacturer determined that the air oxygen flow module was faulty, and the device was replaced with another v60 to continue treatment. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: there was no patient involvement at the time the issue was discovered as the issue occurred during testing. The customer called technical support to report that once the ventilator was turned on, the tidal volume was not displayed-- low tidal volume may cause repeated inhalation of co2. The customer also mentioned that the manufacturer determined that the air oxygen flow module was faulty. Per good faith effort (gfe) response received (B)(6) 2023, it was confirmed that repairs were not completed by a philips service engineer as the customer declined service and repair and chose a third-party vendor. Therefore, no work order was generated, and it is unknown what the outcome of the service event was as no further information could be obtained-- additional details regarding the reported issue and resolution are not available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.